Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to loose flush drive support disk. Unable to perform occlusion test or excessive no delivery test due to prime anomaly also, the insulin pump has intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and with minor scratched lcd window.

Event description:
It was reported the customer received a button error alarm. Customer also stated a battery out limit alarm had occurred after inserting a new battery. The customer's blood glucose was 246 mg/dl at the time of the call. It was also found the customer's blood glucose reached 400 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer also could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer stated they have reverted back to manual injections since receiving the button error alarm. No additional information is provided.